Event description:
It was reported that upon interrogation in-the-box, the device was found to be in backup vvi. The device was not implanted.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench and no anomaly was found. The cause of the parity error could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).